Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as blisters that have opened. The patient¿s physician recommended neosporin and a covering like gauze for the skin irritation. Patient reported that the irritation is getting better.